Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was / is deflation. Device evaluation: analysis of the returned device identified: creases flat and opening curved on anterior leak test and microscopic analysis was performed which identified: sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening.

Event description:
Health professional reported a right side deflation. Device has been explanted.